Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, deformation, wear abrasion and crease fold. A microscopic analysis was performed which identify no other observation. Based on the device analysis the final assessment is: the unit is not rupture.

Event description:
Healthcare professional reported a right side rupture. Further reported were "breast implant illness symptoms" which have been deemed not related to the device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Further reported were "breast implant illness symptoms" which have been deemed not related to the device. Device has been explanted.